Event description:
It was reported that during an ultrasound guided biopsy through normal density issue, the needle's gauge allegedly became loose from the metal part. A coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one electronic video was received and reviewed. The video shows the magnum needle, and the cannula hub was noted to be separated from the cannula. Based on the video review, the reported detachment of device issue can be confirmed. Received one magnum biopsy needle. Product packaging and label were returned, and product information was verified with tw. The magnum biopsy needle was received with protective tubing. The magnum biopsy needle appeared to have blood residue throughout the cannula. Upon visual evaluation, the cannula hub was noted to be separated from the proximal end of the cannula. The cannula was inspected, and the sandblasting was noted to be homogeneous. The proximal end of the cannula was noted to be flared outwards. Due to the nature of the complaint, functional testing was not performed. Therefore, the investigation is confirmed for the reported event as the cannula hub was noted to be detached from the cannula. A definitive root cause for the alleged detachment of device or device component issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: e1, h6 (method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided biopsy through normal density issue, the needle's gauge allegedly became loose from the metal part. A coaxial was used and the procedure was completed with another device. There was no reported patient injury.